Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt says their ins "got moved out of place" and says this was due to a car accident which was in 2020 "just a little bit before covid started", and says an hcp is going to take the device out of his body which is on the right side and put a new one in the left side. They said a rep is aware of this and was made aware sometime in 2020. The patient was redirected to their healthcare provider to further address the issue. Rep reported revision was not scheduled for the patient. Patient stated had they been made aware, they would have reported it. Rep reported they were not aware of the ins moving either. Rep stated that his former colleague had met with the patient last year however did not mention revision or ins movement.